Event description:
It was reported by the patient that their device was not functioning when attempts were made to interrogate it. Follow-up information from the clinic indicates the patient was non-compliant and the device was at end of life (eol). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5079 implantable pacing lead. (B)(4).

Event description:
It was further reported that the device was explanted and replaced.